Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the cause of the high impedances wasn't determined and the high impedances were observed during replacement. The ins was discarded by the facility and the patient fully recovered from the explant. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that the device was in overdischarge. Patient had not charged battery since december of last year and battery was in overdischarge. Rep will attempt physician mode recharge once patient comes in (B)(6). If that is unsuccessful battery will be replaced. The issue has not been resolved at this time. No surgical intervention occurred but surgical intervention planned but not scheduled. Patient is alive with no injury. Additional information was reported from the rep that the patient had their ins replaced due to the overdischarge. The caller also noted the patient had high impedances on one side that were >40k on all contacts on one side of the ins. They chose to not replace the lead on that side because the patient was getting stimulation with 8-15 side. No further information was reported.